Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead noise was observed. Abbott technical support reviewed the session records and found lead noise indicating possible lead damage. The patient will be monitored for now as the patient is stable and no adverse consequences were noted.